Event description:
Biopsy needle kinked and fractured. Needle fragment dissected out with incision and removed with hemostat. Follow up image verified no retention of needle. This was a disc aspiration, where a bard truguide disposable coaxial biopsy needle was inserted into the back of the pt and the needle was manipulated and fractured. A combination of a sharp and blunt dissection was performed to gain access to the needle fragment, so a hemostat could secure the retrieval of the fragment.